Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the following day, the patient was hospitalized for the event. The patient was treated with injection reflin (1 gram/14 days and route not reported), injection fortum (1 gram/14 days and route not reported), and injection vancomycin (1 gram/5 days and route not reported) for peritonitis. On an unreported date, pd therapy was discontinued and the catheter was removed. Patient outcome was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic treatment for the peritonitis was ongoing. Should additional relevant information become available, a supplemental report will be submitted.